Event description:
Admitted 7/29/96 thru ER complained of sob; dx: respiratory insufficiency pneumonia. Arrested on 8/2/96. Staff proceeded to resuscitate pt using defibrillation paddles/equipment. It was later noted that the monitor was not in the "paddle" mode while using paddles; it was in the lead ii mode b/c mode which came up whem machine was turned on and staff was trained from manual that monitoring with paddles could be done with lead ii. When in fact, in order to identify rhythm without paddles-paddles mode must be on monitor screen.